Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. Prior to death, the patient had been hospitalized for an unspecified indication. The patient passed away the day they were discharged from the hospital. It was unknown if therapy was ongoing at the time of death. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported difficulty. The results of the sample analysis revealed no failure or malfunction that could have caused or contributed to the patient passing away. Internal & external visual inspections performed revealed no problems. The device passed both the electrical and functional testing. Testing of the power cord received with the device revealed no problems and that it is electrically intact. Analysis of the device pneumatic system revealed no leak and all pressures were correct & stable. The device passed seal, purge & wet disposable integrity test and a short simulated therapy was performed and completed successfully. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the device was made and return procedures for the sample were initiated. Upon receipt of the device, an evaluation will be performed. A review of the device history records showed that the device had been reconditioned since its original manufacture date and that it is no longer in its original manufacture condition. A service history review will be performed. Should additional relevant information become available, a follow-up report will be submitted.